Event description:
Philips received a complaint by the customer on the v60 indicating that a proximal pressure sensor autozero failed error occurred. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The device was removed from service. The customer called technical support to report that a proximal pressure sensor autozero failed error occurred. The authorized service provider (asp) was previously onsite in january and replaced the data acquisition (da) printed circuit board assembly (pcba) for a similar problem. The customer requested onsite service as the customer was not in front of the device, and the remote service engineer (rse) could not troubleshoot the problem.

Manufacturer narrative:
Per good faith effort (gfe) response, there was no patient involvement at the time the issue was discovered as the issue was found during setup.

Manufacturer narrative:
Multiple attempts were made by the asp to schedule service and repair, but no response was received from the customer. No service was provided, and parts were cancelled by the parts team. It is unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.